Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was found to have thermal damage on the yaw pulley in multiple locations. Thermal damage was observed near the conductor wire and distal clevis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. A missing piece, measuring approximately 0.86mm x 0.38mm in size, was not returned with the instrument. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found indentations and thermal damage on the yaw pulley. No material appears to be missing on the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the plastic part of the fenestrated bipolar forceps instrument was porous. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the device was checked before use. There were no fragments that fell into the patient's anatomy. There was no collision between the instrument and any other tool during the procedure. The patient was not injured during the procedure. The procedure was performed robotically with the same instrument. No delays were reported during the procedure.